Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal heating element on jaws bent, dislodged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25137728,25138136, 25138643 the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The heater wire was flexed and twisted away from the hot jaw at the tip, but remained attached at the base of the jaws. No other visual defects were observed. Based on the return condition of the device, the reported complaint was confirmed for the reported failure mode "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal heating element on jaws bent, dislodged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.